Event description:
The customer called to report that insulin was leaking from the reservoir past the o-rings, causing high blood glucose. The reported blood glucose reading was 273 mg/dl. Nothing further was reported.

Manufacturer narrative:
Additional information: currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.